Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 mpxr 547439, 547439.1, 547439.2 (con): information was received from a trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that patient stated that she had a uti and it was painful to urinate. I recommended she contact her clinician but she was treating herself because it was the weekend. On (B)(6) 2018 patient stated that her uti was better today. On (B)(6) 2018 patient stated that she still had the urinary tract infection and was currently taking medications for the infection at this time. No further symptoms reported. No complications reported.